Manufacturer narrative:
Third party service center.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported.  The ventilator was returned to the third party for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the device¿s foam filter was replaced preventively.